Event description:
It was reported by the affiliate that the device was used during a colectomy and that the clips malformed. The case was completed using a same like device. There was no consequence to the pt.